Event description:
It was reported that insulin gauge displayed a fill amount that was much lower than expected, with pump showing zero units when caller expected about 50 units. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, and technical support advised caller to contact them again for troubleshooting if problem occurred during an active fill estimate in the future.